Manufacturer narrative:
Sections with additional information as of 29-oct-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizzy and weak. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-3 and e-2). Daughter is calling on behalf of the customer. The customer was not using the proper testing technique. During the call, back to back blood tests were performed by the customer and produced e-2 errors using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/22/2022 and open vial date is 08/13/2021. The customer reported feeling dizzy and weak; medical attention was not needed at the time of the call.